Event description:
The customer reported that while reprocessing various olympus connecting tubes, the clips broke off. There was no patient involvement during these events. This report is 10 of 14. Please see the following patient identifiers for the related events: (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. A visual inspection on the as is received condition of the connecting tube and noted, the pin inside the connector does not indicate damage. The tubing was inspected and there are no signs of punctures on the tubing or signs of residue inside the tubing. It was observed, the endoscope side connector and found scratches on the metal housing of the connector. Both locking levers are attached to the reprocessor side connector. A functional check of the device was performed, finding the device was connected and removed from the olympus oer-elite reprocessor without any issues. The lock lever was still intact with no cracks or other damage. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, as the customers complaint was not confirmed. The root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.